Manufacturer narrative:
This report is submitted on 02 apr 2021.

Manufacturer narrative:
This report is submitted on 03 mar 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to migration/incorrect placement of electrode. The patient was reimplanted with a new device during the same surgery.